Event description:
It was reported that the wake button was sticking. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned h3 other text : device not returned